Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While on site, the technician was informed that water was found on the floor near the unit. The user facility could not confirm that the leak originated from the amsco 5052 washer as the room contains other equipment located near the washer which utilize water. While inspecting the unit, the technician noted that contrary to the reported event, there was not a broken pipe. The technician performed a full inspection of the unit, ran a test cycle and was unable to reproduce the reported event. The unit was found to be operational and no repairs were required. Therefore, the root cause of the reported event does not appear to be attributed to our washer. The unit was manufactured in 2014 and is under steris agreement. No additional issues have been reported.

Event description:
The user facility reported a water leak from the bottom of their amsco 5052 washer. No report of injury.